Event description:
It was reported that a homechoice cassette was leaking from an unspecified location around the cassette. The leak was further described as fluid leaking from around the cassette door of the homechoice. This occurred during dwell one of peritoneal dialysis (pd) therapy. The patient was connected for therapy at the time of this event. Renal therapy services (rts) assisted the patient to end the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.